Manufacturer narrative:
The suspect device was not returned for evaluation and a root cause cannot be determined.

Event description:
Olympus received a report from the user facility that the device failed to produce an image on the monitor. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined possible causes as follows: due to the age of the device, the event may have been caused by deterioration due to long term use of the device. Due to the improper connection to the subject device without sufficiently drying the electrical contacts of the video connector. Failure to connect the monitor cable.